Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, adjust belt messages) has been confirmed. As received, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the messages was the damaged wires. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged belt receptacle and was producing adjust belt/check belt messages.